Event description:
Event description guidant received information that immediately following the implant of this device, upon interrogation, this patient was observed to be in ventricular fibrillation. An electrogram confirmed the patient's rhythm. The patient was defibrillated three times, and medications were administered per the advanced cardiac life support protocol. After which, the patient was observed to have pulseless electrical activity, subsequent a myocardial infarction. The patient was pronounced dead, and the pacemaker and associated leads were left implanted.